Event description:
Report received that the device did not sound an audible alarm tone. The pump was returned to the biomedical engineering dept with an unsigned noted that stated, "no alarm." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.